Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Svn: (B)(4). 1. Start date of the sensor: 2. Start hour of the sensor: 3. Sensor start missing reason: does not know 4. Location of sensor insertion: arm 5. Date of sensor alert: 6. Hour of sensor alert: 7. Sensor alert missing reason: does not know (B)(6) 2022 03:34:17 pst ice batch user (batch_ice) phone: (B)(6) complaint: (B)(4) complaint status: completed mdt initial contact:(B)(6). Taken by: penaa32 initial notes: the patient is calling to report an issue with a xmtr and sensor due to calibration error and sensor error that she got in pump. Bg:133 mg/dl gt2752083n inquired what led up to the complaint. Customer response: the patient is reporting sensor error change sensor/sensor error/calibration error t/s per dop114-691. System model number: paradigm veo. Transmitter model: minilink. Customer would like to continue troubleshooting. Is this the 2nd call on the same sensor or has the customer called within the last 30 days regarding similar alerts: no cust is reporting a sensor error status or alert. Expl alarm and possible causes. Expl reviewing isigs is only part of troubleshooting with helpline and not covered during customer product training. Adv isig <2na may be caused by an incorrectly inserted sensor or a sensor damaged during insertion. Adv isig >200na may be caused by moisture entering the sensor connection or an incorrectly inserted sensor. Adv large shifts of the isigs can be caused by moisture, a sensor damaged during insertion, or sensor pull out. Adv system diagnostics detected sensor is not properly responding to glucose and stopped displayed sensor glucose readings. Customer reports they did receive a calibration error alert. Did customer wait at least 1 hour before entering a new bg value: no. Adv customer if waiting at least 15 minutes before attempting to another calibration is not successful, to wait at least one hour from when bg value that resulted in calibration not accepted was entered before entering a new bg for calibration. Adv to inspect sensor to determine if it is securely taped to skin or if it has moved. Found: yes. Offered to review sensor best practices. Customer accepted review. Customer is unable to run the test on transmitter. Expl test plug procedure and why it is required. Customer's outcome pertaining to the complaint: do not return sensor. Replace sensor only if correct protocol (taping, insertion, calibration, etc.) And sensor use is < 6 days. Do not replace if protocol is not followed or sensor used more than 6 days. Ship: 1 mmt-7008b/return: nothing country: colombia city: bogota input date: 06/08/2022 warranty start: 00/00/0000 warranty end: 00/00/0000;.

Event description:
The issue reported by customer was "sensor error". As per the doc : (B)(4) the reported issue was not reportable.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The follow-up number 1 report was submitted with a blank in the g4 section. The correct aware date is 01-feb-2023